Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that due to traumatic intubation, the patient was bleeding continuously from their mouth. It was noted that the intensivist would speak to the medical doctor about possibly stopping heparin in purge to control oozing and then restart. The patient survived the procedure.